Event description:
A hemodialysis user facility has reported an arterial line that disconnected from the arterial limb of the catheter at connector. The facility also reported that incident occurred in the first hour of the dialysis treatment. The rn also stated the pt is a squirmy child. The pt did complete prescribed therapy with use of a new treatment system. Also reported was that the pt was admitted to the hosp where a transfusion was given. There was no report of further injury or ill effect from this event to this pt. There is no sample and the lot number is unk. The pt continues hemodialysis as ordered.

Manufacturer narrative:
Device history record review: DHR cannot be performed because the lot information is unk. Sample analysis: no sample was available for an evaluation. The complaint is not confirmed. Fmc will continue to monitor and trend.